Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the user was unable to select an item for issue after receiving code approval from the pharmacy. The pharmacy requested that the cabinet be restarted. After the restart, a message appeared on the screen indicating that the drawers were offline. A technical support specialist (tss) informed the customer that the prescription verification request submitted for the order had expired and that a new order was available. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to select an item for issue after receiving code approval from the pharmacy. The pharmacy requested that the cabinet be restarted. After the restart, a message appeared on the screen indicating that the drawers were offline. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.